Event description:
It was reported that a patient underwent a breast biopsy incision on (B)(6) 2013 and topical skin adhesive was used. On (B)(6) 2013, the patient experienced redness, rash, and swelling around the site. The topical skin adhesive was removed with petroleum jelly and the patient was given benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.